Manufacturer narrative:
The reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not able to be confirmed through investigation. The presence of an slda as described in the complaint event was confirmed through available information. Potential contributing factors to the sldas include procedural issues (insignificant leaflet capture) and imaging issues based on investigation findings. In addition, a DHR review was completed and no nonconformances related to the complaint event were identified.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Not returned- implanted.

Event description:
Edwards received notification of a pascal in mitral position where it was thought that posterior leaflet was seen in but once it was released, it became detached. It was felt that the leaflet was captured, and it was closed and released, but after a few moments, it became detached. The mr was still 4+ after the slda happened. As per medical opinion, the perceived root cause of the slda was insignificant leaflet insertion, and not visualizing insertion of the leaflet properly. The patient was doing great and had been discharged. There are no plans for re-intervention.